Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice in one day for high blood glucose levels. The first hospital visit was around 10 am, the customer was released by 5:30 pm, and then returned to the hospital thereafter. The blood glucose reading was over 560 mg/dl. The customer stated that he had been out of town for 2 days and did not take any reservoir supplies with him; he noted that he had been taking manual injections to treat, but his blood glucose reading rose to over 300 mg/dl, then over 400 mg/dl when he got back to using the insulin pump. He was then transported by emergency medical services to the hospital. He complained of chest pain and diabetic ketoacidosis. He stated that he was wearing the insulin pump at the time of the 911 call. He was treated with intravenous insulin upon admission. He declined troubleshooting for high blood glucose. Nothing further reported.